Event description:
A user facility reported that during a diagnostic procedure while using the evis exera iii duodenovideoscope, the single use distal cover came off and went into the patient's airway. This occurred within the first 5-10 minutes of the procedure. The patient required intubation and the cover was then removed. There was an extended procedural time frame as the procedure was about 45 minutes in duration. The procedure was completed with another scope. Due to the intubation, the patient did sustain some mucosal irritation. The patient was sent to the recovery room instead of short stay. There was no death or long term injury. Patient identifier (B)(6) is for the single use distal cover. Patient identifier (B)(6) is for the evis exera iii duodenovideoscope.